Event description:
It was reported that the indicated battery charge dropped 35% rapidly. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to connect the pump to a power source using reliable charging supplies, and the issue did not persist once connected. The situation did not result in an unexpected shutdown of the pump, and the customer will contact support again if the issue occurs.